Event description:
A 29mm core valve evolut pro+ (B)(4) when deploying the device, the nitinol frame did not open. The device was reconstrained and attempted to deploy slightly deeper into lv but again the stent frame did not open. The device was reconstrained and removed from the body. Balloon valvuloplasty was performed with the hope that a second valve would deploy and open normally. A second evolut pro+ deployment was attempted but again the nitinol frame did not open. Therefore the valve was reconstrained and removed from the body. A 26 mm sapien 3 was implanted without difficulty. No pt harm issues. FDA safety report ids# (B)(4).